Event description:
A customer in (B)(6) notified biomérieux of obtaining false resistant results for imipenem when performing antibiotic susceptibility testing with the vitek® 2 ast-n233 test kit, lot 6230811103. The customer provided lab results that showed false resistant imipenem for five (5) escherichia coli patient isolates. The customer confirmed results via disk diffusion method, which obtained a susceptible result for each isolate. The customer's qc with escherichia coli for this card lot had passed; however, the qc for pseudomonas aeruginosa had failed. The customer had performed qc testing together with patient testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to false resistant imipenem (ipm) results on vitek®2 v7.01, ast-n223 card with escherichia coli. The customer submitted three strains for the investigation. Identification of the submitted organisms were confirmed, and testing included one (1) card from the customer lot (6230811103 cl) of ast-n223 cards, as well as one (1) card from a random lot (6230775203 rl). Also, the reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing. These tests gave : - broth microdilution (bmd), which was the method used for imipenem development (ipm04n formulation) on ast-n223 card : s1 and s2 : ipm mic = 0.125 mg/l susceptible. S3 : ipm mic = 0.06 mg/l susceptible. On vitek 2 v7.01 (aes parameters : global european based + phenotypic) : ipm mic </= 0.25 mg/l (susceptible) on both lots and for all strains tested. These ipm mics are within essential agreement compared to the reference bmd mic without any category error. Conclusion: the false resistant imipenem customer results are not reproduced in-house. An additional internal investigation was initiated in response to multiple customer complaints reporting falsely elevated mics for carbapenem drugs on particular lots of gram negative antimicrobial susceptibility (ast-gn) test cards. Examination of retained stock and product returned from customer sites showed that some card pouches within the implicated lots had top seals that could be pulled open with minimal effort. The weak top seals allowed the card to be exposed to moisture/humidity during storage leading to deterioration of drugs in the card wells and falsely elevated mics. Carbapenems are among the most moisture-sensitive drugs, so they will be the first drugs impacted when pouch integrity is breached. The investigation determined that impacted cards were pouched on the same equipment, poucher 1. Extensive reviews of manufacturing records, retained card stock, and customer complaint data isolated the issue to lots manufactured from 10aug2018 to 29aug2018. Since it is typical for more than one poucher to be used for packaging a card lot, cards pouched on other pouchers are not impacted by this issue. For cards pouched using poucher 1, the incidence of the ineffective top seal issue varies. This investigation identified potential sources of variation in the pouch sealing process that contributed to the occurrence of ineffective top seals. Actions were created related to the pouchers to achieve a more consistent sealing process. Actions were also taken to add inspections for the pouch top seal during production. Further actions will be implemented to add seal inspections that will detect the type of weak top seals identified in this investigation in the final lot release qc. A field safety corrective action (fsca 4215) was issued 11jan2019 and sent to customers who received any of the card lots manufactured using poucher 1 during the implicated timeframe. The communication included instructions for locating the poucher number on the card pouch and for inspecting the pouch top seal to identify pouches with ineffective seals. It is possible the cards tested at the customer site were packaged in compromised pouches and those used internally were not.